Event description:
On (B)(6) 2012, the lay user/reporter contacted lifescan (lfs) alleging her daughter's onetouch ultralink meter was displaying inaccurately high results compared to her back up meter. The complaint was classified based on the customer care advocate (cca) documentation. In the beginning of (B)(6), in the mid morning, the reporter claimed her daughter felt "low", but could not recall the exact symptoms prior to the start of the alleged issue. A few minutes later, the reporter stated she then tested her daughter's blood glucose on the lfs device and obtained a reading of "125 mg/dl", which she felt to be inaccurate, therefore, retested on a back up ot ultralink meter and obtained a reading of "62 mg/dl". Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% or <=30mg/dl performed within 30 minutes of each other. The reporter stated she gave her daughter a snack shortly after obtaining the low reading. The reporter stated her daughter manages her diabetes with insulin pump therapy, and made no changes to her usual routine on the day of the alleged issue. At the time of troubleshooting, the cca confirmed the patient's test strips were in good condition. In addition the cca noted the patient was using an approved sample site to obtain the blood samples. However, a control solution test was not run due to the reporter not having control solution available. Replacement products were sent to the patient. Based on the information provided, the subject meter did not cause or contribute to a serious injury. The reporter stated the patient felt unspecific "low" symptoms prior to the start of the alleged issue. Therefore the meter could not have contributed to the injury. In addition, the reporter did not state any blood glucose readings, symptoms or treatment suggestive that a serious injury occurred. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.